Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed on a precautionary basis. No patient complications have been reported to cpi.